Event description:
During the coiling embolization treatment, it was reported that the implant coil could not be detached despite several attempts. The device was removed from the patient.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned for evaluation without the implant coil and broken into two segments at approximately 7.5cm from the proximal end, but the broken segments were retained together by the release wire. The evaluation could not determine the cause of the event since the implant coil was not returned. (B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).